Event description:
The device was used during a resection procedure. Reportedly, the instrument did not fire. The surgeon used another instrument and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed and attributed to a jammed pawl (safety) on the instrument.